Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 34mm mitral annuloplasty band was implanted and explanted on the same day for unknown reasons. The device was replaced with a 32mm annuloplasty band. No additional adverse patient effects were reported.